Manufacturer narrative:
(B)(4). The MDR report key is (B)(4). The MDR text key is (B)(4).

Event description:
Complaint found in maude database: "provider placing cvl (central venous line) - unable to flush lumen of new catheter."

Event description:
Complaint found in maude database: "provider placing cvl (central venous line) - unable to flush lumen of new catheter."

Manufacturer narrative:
(B)(4). The MDR report key is 11444263. The MDR text key is 238616251. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.